Event description:
Stryker aim safelight fiber optic cable was not attached to camera and placed on drape. When the button on the machine was turned on for light, the fiber optic cable left a burn spot on the surgical drape without a hole. No injury to the patient occurred.